Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Not returned.

Event description:
The customer called concerned with the use of the set in the oncology ward. The customer complained the set was leaking and cytostatics were leaking on the ground near the patient. The hospital recalled all of the set lines from the batch. No complaint samples from the batch were received, but there were 120 original packaged samples pulled from stock from another site warehouse to be investigated. There was an investigation performed that tested for free flow and tightness on the samples that were returned. There was also a zwick-test performed on some of the samples. There was no indication in any of the sample testing that indicates any reasoning behind the complaint. There were also no deviations per production documents. Therefore, there was no product deficiency.